Event description:
It was reported that the insulin pump is stuck in the prime loop. Customer changed the battery and problem persists. Blood glucose value is 19 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection. The device was unable to prime during prime test due to faulty force sensor resistor.